Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported door not fully latched message which was reproduced while attempting to close door on a loaded set. The symptom was confirmed through review of the event history log by the presence of a "door jammed!" Alarm in the log. This was caused by the upper hook being out of specification. The device was calibrated to correct this condition.

Event description:
It was reported that a spectrum pump had door not fully latched message while on an ambulance during setup on a patient. "No patient was harmed as it took a few minutes to clear and be able to use it".